Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was prompting for an incorrect dosage unit for med ID 5003 on one station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was prompting an incorrect dosage unit for med ID 5003 on one station. A technical support specialist (tss) were explained to the on-duty pharmacist, who planned to attempt another unload and reload. The issue originated when user refilled using vials instead of units. Subsequent users dispensed using units until user unloaded and reloaded the medication as vials while fractional dosage was disabled. Review confirmed the unload/reload was performed with fractional dosage disabled and the dosage form set to vial. Guidance was provided to undo the changes. The customer later confirmed that other pharmacists corrected the issue and that the problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.